Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperative from pylorus preserving pancreatoduodectomy (pppd), the device did not fire. It was reported that the black pusher thumb piece could not be moved at all. Another device was used to complete the case. There was no patient involvement.